Manufacturer narrative:
Exact date unknown, event occurred over the past year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging well anymore. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.